Event description:
This is submitted to report the irregular movement with the clip delivery system (cds) that occurred in the left ventricle, and has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. While steering the clip to the mitral valve with the m-knob, resistance was noted in the m-knob rotation. The sleeve curved medially as expected; however, more than 360 degrees was needed to get the optimal angle with the cds. The positioning over the valve was achieved and the clip arms were opened to 180 degrees in the left ventricle. At this point, the delivery catheter (dc) handle was rotated to align the clip arms, but unusual resistance was noted. After perpendicularity was achieved, the trajectory was tested to confirm the position, but while translating the dc handle, the clip twisted and the perpendicularity was lost. It was noted that the twisting of the clip was a screw-like behavior. The m-knob rotation and tension was released, and the position over the mitral valve was achieved with p-knob rotation. The m-l and a-p positioning was easily achieved, but the same behavior of the clip was observed again during trajectory testing. This occurred with the clip arms opened. At this point, the cds was removed and replaced. A new cds was used without issue. One clip was implanted and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event, and a review of the complaint history did not indicate a similar issue. The clip delivery system (cds) was returned and the reported unexpected rotation (screw-like behavior) of the clip was confirmed. There was no resistance noted while rotating the delivery catheter (dc) handle. The discrepancy between what was reported and what was observed was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. The analysis identified a bend in the actuator mandrel. The reported cds knob issue was also confirmed due to slack on the m cable. Potential causes for unwanted clip arm movements (screw-like behavior), resulting in difficulty positioning the device can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended/excessive curves on the device) or manufacturing anomalies. With respect to the patient conditions and procedural conditions/user technique, clip arm movements/difficulty positioning the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), excessive curves applied by the user or unintended curves on the device, resulting in increased tension on the system and/or damage to the internal components. Based on the information reviewed, it is possible that there were procedural interactions (e.g. Due to the patient anatomy and/or unintended curves on the system) which resulted in increased tension on the device, such that the mandrel and dc shaft became bent during dc handle rotation and subsequently caused the unexpected movements of the clip/inability to position the device; however, this cannot be confirmed. Although the experiences clip movement/difficulty positioning the device appear to be related to the bend in the mandrel, a cause for how and when the bend occurred could not be definitively identified. There does not appear to be any evidence of a product quality deficiency

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.